Event description:
It was reported by the patient that they experienced a fast and weak heartbeat for two to three hours multiple times over the past couple of days until their implantable cardioverter defibrillator (ICD) discharged and the symptoms resolved. Follow-up indicated there were no product issues noted; however, it was unknown if the reported shocks were appropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.